Event description:
Spontaneous. Patient was hoping we had a "magic trick" that would help her remove her quick set tubing from her site. Per patient she has had difficulty removing them in the past, but this one was completely stuck. Advised patient to try to clean the connection with an alcohol wipe to see if it helped loosen, but if she was not able to she would have to change sites. Patient disconnected to continue to attempt to remove. No missed dose or adverse event reported. Unknown if available for return to manufacturer. No further information. Reported to cvs/caremark by pt/caregiver.